Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 4 device ruptured during filling. The device was being filled with 5-fluorouracil at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
The customer reported that during routine chart qa, they found that 2 ra arcs were treated with couch rotation values overridden. Treat history in aria rtc indicates that 2 ra arcs were delivered with parameters overridden by the user. Sequence of events could not be reproduced by the customer - stated that interlocks prevent treatment. The customer acknowledges the override by the therapist. One fraction (2 arcs) delivered (B)(4). No serious injury to the pt was reported and no further pt data was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a folfusor sv 4 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA (B)(4).